Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #8 r-cem; cat# 5510f802; lot# djn9r; tri ts baseplate size 8; cat# 5521-b-800; lot# dix9xa; tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 0086195h; triathlon asymmetric x3 patella; cat# 5551-g-381; lot# 9ha4; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: no other similar events were reported for the lot or sterile lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re- opened.

Event description:
Dr reports patient, a status post bilateral total knees that were done on 5/1/2019 then subsequently had a wash out and liner exchange on (B)(6) 2019 today presents with an infection in which dr. Wishes to remove the right knee implants and place an antibiotic laden spacer. The implant were removed using osteotomes and an antibiotic spacer was placed. The surgery was performed without incident. No further information is available.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr reports patient, a status post bilateral total knees that were done on (B)(6) 2019 then subsequently had a wash out and liner exchange on (B)(6) 2019 today presents with an infection in which dr. Wishes to remove the right knee implants and place an antibiotic laden spacer. The implant were removed using osteotomes and an antibiotic spacer was placed. The surgery was performed without incident. No further information is available.